Event description:
The medium-large clip applier instrument was returned to intuitive surgical, inc. (Isi) as a discrepant return material authorization (RMA).

Manufacturer narrative:
The medium-large clip applier instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have one 1 severely bent grip tip, causing misalignment of the grip tips. A clip can be properly loaded into the clip groove of the grip-tips but failed the clip test. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.